Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery. A synergy drug-eluting stent was deployed to treat the lesion. After the stent was deployed, the physician observed that there was a hazy segment in the area. The physician post dilated the stent with an nc emerge balloon catheter but no change in appearance was noted. The procedure was completed. No patient complications were reported and the patient's status was fine.